Event description:
Caller reported a cartridge alarm issue which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer experienced consecutive cartridge alarms and technical support confirmed the issue, opting to replace the pump. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.